Event description:
It was reported that during a procedure the bottom plastic pad of the impactor fractured. No foreign body was retained in the patient. There were no health consequences or impacts to the patient. Due diligence is in progress for this complaint; no further information has been received at the time of this report.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.